Event description:
It was reported, the patient had developed an infection. An explant was planned for 2013 (B)(6). No additional symptoms were reported. Information received a week later indicated that the device was explanted on the scheduled date and the patient was to be scheduled to be re-implanted in one month. No specifics of the infection were provided. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient would see their healthcare provider around mid-(B)(6) 2013.

Event description:
Additional information received reported the procedure was successful and the patient was receiving effective therapy afterwards. No further information was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. There was good stable output on all electrode pairs. Analysis of the tined lead found no anomaly. There were no shorts between circuits.

Manufacturer narrative:
Product ID 3889-28 lot# va092jm, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was re-implanted on the left side this time as of the date of this report.

Event description:
Additional information received reported the patient was scheduled to be re-implanted on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.